Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient received radiation therapy the implantable pulse generator (ipg) experienced a bit flip and power on reset (por) which cleared the diagnostic data. The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.